Event description:
It was also reported that the patient was being treated for sepsis as well.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that there was decreased therapeutic effect and required hospitalization. It was stated that there was "less" therapeutic effect from stimulation, with a "gradual worsening" of back pain due to the stimulation "not being as effective as it once was." The patient was reportedly in the hospital due to her pain, but "also became hypertensive from radiation therapy." It was noted that the patient was "stable" and that the patient noticed the "gradual loss" of benefit over the last week. There was no known accident or incident related to this event. Additional information was requested and if received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).